Event description:
The surgeon inserted a three piece collamer lens model cq2015 into the patient's eye and noticed the lens was torn. The surgeon cut the lens to remove it from the eye and replaced it with another lens. No patient injury.